Event description:
It was reported that during an unspecified interventional procedure, a stent dislodgement occurred. The location and characteristics of the lesion are unknown. The 6 x 14mm express biliary stent delivery system (sds) was advanced and the stent slipped off the balloon, however, the physician was able to successfully deploy the stent. No further complications were reported. The pt's condition was reported as "ok". Additional info has been requested.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.